Manufacturer narrative:
Additional information received on august 16, 2017: age (B)(4) patient; difficult access; green black drainage noted on biopatch, no skin breakdown or redness on skin or insertion site (l basilic vein). Baby was a sweaty baby. Removed PICC line and increased feedings. Was second PICC line in baby during hospitalization. Integra has completed their internal investigation on august 18, 2017: results: no samples were returned and no photos were provided; therefore, the event (green/black drainage) cannot be confirmed. DHR review; all parts of the manufacturing process were executed as per manufacturing instructions and procedures. Lots did not share drug-loaded foam sheets lot numbers or sterilization runs. All lots met in-process inspections and testing requirements. Biopatch sponge chg potency was within specifications for each lot. No manufacturing deviation or nonconformance was observed that could cause the described complaint. Retain samples from same lot were visually inspected (100 samples/lot). All sample packages were well sealed. No discoloration was noticed: all sponges were white. In conclusion, nothing unusual was observed that could cause the reported condition. Complaints history; upon review of integra's complaint system from july 2015 - july 2017, a total of 31 complaints (including the one under evaluation) related to adverse reaction for biopatch product family. Thirteen (13) of these 31 complaints are related to children or babies, for which safety and effectiveness of the device has not been established as indicated in the IFU. This number of events is a low percentage (0.00007%) when compared to the amount of sponges produced in the timeframe evaluated. Also, the possibility of adverse reactions to chlorhexidine gluconate such as dermatitis, hypersensitivity, and generalized allergic reactions is included as part of the IFU to which in the presence of such events it is recommended to discontinue the use of the device. (B)(4). Conclusion: the reported condition ¿green/black drainage noted on biopatch¿ could not be confirmed. The report states that it didn¿t look like blood. The condition why the babies were being treated is unknown. No infection was reported in any of the cases. No information of site preparation method, if an antiseptic was used (e.g., chloraprep), or if it was allowed to dry prior to applying the sponge, type of dressing used (e.g., tegaderm). These are the first cases for ¿green/black drainage noted on biopatch¿. The IFU warns: ¿ do not use biopatch on premature infants. Use of this product on premature infants has resulted in hypersensitivity reactions and necrosis of the skin. ¿ the safety and effectiveness of biopatch® has not been established in children under 16 years of age. It is also unknown if the patient was tested for chg sensitivity. Biopatch¿s IFU literature recognizes the possibility of adverse reactions: ¿adverse reactions to chlorhexidine gluconate such as dermatitis, hypersensitivity, and generalized allergic reactions are very rare, but if any such reactions occur, discontinue use of the dressing immediately.¿ the identification of the green/black substance is unknown and therefore no possible root cause can be determined.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
Two (2) of 3 reports. Other mfg report numbers: - 2648988-2017-00027, - 2648988-2017-00029. It was reported by the distributor that "three babies within close time frame of each other all had green/black drainage noted on biopatch. It did not appear to be blood. No skin breakdown. Two babies did not have active drainage at PICC insertion site or skin breakdown. The third baby did have breakdown at insertion site, the PICC was removed and replaced. Those biopatches were removed from units.